Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient developed in-stent restenosis. The 3.5x28mm, 90% stenosed target lesion was located in the proximal left anterior descending artery (lad) extending to the mid lad. The lesion was pre-dilated with an unknown balloon and a 3.5x20mm promus element was advanced, but was unable to cross the lesion. The 3.5x32mm promus element stent was then deployed and post dilated; residual stenosis was 0%. The patient was discharged with aspirin and clopidogrel. During 9 month follow-up in (B)(6) 2012, angina symptoms were present and treated with medication. Two days later, angiography was performed. Four days later, the patient underwent a target revascularization to the proximal and mid lad for stent restenosis.

Manufacturer narrative:
Device is combination product patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).